Manufacturer narrative:
The device was not returned for analysis, as it remains in service and implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system displayed yellow alerts for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Technical services (ts) determined that rvat was suspended due to high capture thresholds. Additionally, the patient suspected that this right ventricular (rv) lead had dislodged. No adverse patient effects were reported. This rv lead remains in service.